Event description:
It was reported that during an implant procedure, the helix of the right ventricular (rv) lead was damaged. The physician elected to not used the rv lead and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. X-ray examination found the helix was stretched consistent with procedural damage. The cause of the reported event was consistent with procedural damage.